Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported the patient has an ivad cvc, and a 20g needle was in place for the blina infusion. Patient came to clinic for new bag of blina, but when patient arrived, dad noticed that the line was leaking. Dad stopped the infusion right away and notified nursing. We de-accessed the ivad, and re-accessed it with the same type of ivad needle. New bag of blina started. The medication was stopped for longer than we wanted, and the patient was upset with de-access and having to be re-accessed. No other information was provided.